Event description:
Image sent to archive could not be retrieved. Sys was taken off line by hosp construction crew and relocated without following proper installation procedures. No serious injury or death occurred.